Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the back part of the drill shaft is completely broken off. It is also clearly visible that the drill shows signs of wear and the cutting edges are blunt. This article was manufactured in 2011, it is unknown how many times it has been used before this event occurred. It is likely that normal wear and tear over the years resulted in the bluntness of the cutting edges and finally caused the breakage of the back part of the drill shaft (possibly jamming up during reaming). The drill bits must be inspected before use in order to prevent such problems. A full review of the manufacturing documentation for this lot was conducted and the lot met in house and product release specification at time of production in january 2011. No actual product fault could be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the end of the reamer broke off inside the drill. No fragment was left in patient. An alternative reamer was used to complete the case. Case delayed by 10 minutes this is report 1 of 1 for (B)(4).